Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that an anomaly in the downstream occlusion sensor was the root cause. The sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was blockage alarm. There was patient involvement, and no patient harm was reported.